Manufacturer narrative:
Concomitant medical products: product ID: ddbb1d1 ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was possible loss of atrial capture and far field r-wave (ffrw) oversensing observed on electrogram. In addition, small p-waves, and undersensing were exhibited during epidsodes of non-sustained ventricular tachycardia. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.